Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure of an right ventricular (rv) lead, it was noted that the lead exhibited high thresholds. It was observed that the rv lead had a deformed helix. It was also reported that an alternate rv lead was attempted. It was noted after ideal parameters were obtained, the sheath was about to be withdrawn, however the resection knife slipped and cut the insulating layer of the rv lead. Both leads were attempted not used and replaced. No patient complications have been reported as a result of this event.